Manufacturer narrative:
There were no samples submitted with this complaint; therefore, the complaint could not be confirmed. The device history record file was reviewed indicating that product was released meeting all quality standard requirements. The process is running according to product specifications meeting quality acceptance criteria. We will keep monitoring the process for any adverse trends that require immediate attention. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that during an elective exchange of the enteral catheter, two attempts were made to pass through; however, the guide wire broke inside the catheter, at the moment of withdrawal. There were three attempts made to pass the enteral catheter, causing a small amount of bleeding in the patient's nostril.

Manufacturer narrative:
A decontaminated sample was received at the plant for the investigation. The device history record was reviewed and indicated that the product was released accomplishing all quality standards. Upon a visual evaluation of the sample, the defect was confirmed; the tip was found protruding beyond stylet inner wire nylon. A root cause analysis indicated that this was caused by the user. If information is provided in the future, a supplemental report will be issued.